Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The issue has been corrected by in house biomedical engineering department. Customer requests this order be canceled.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character restrictions in block e1, e1 initial reporter full name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had a screen issue issue. There was no patient involvement reported.